Event description:
After opening the breast implant the cst [certified surgical technologist] noticed a small black hair inside the implant package. The implant was not used and removed from the field.